Manufacturer narrative:
The insulin pump had constant alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to confirm motor error alarm or alarm in the alarm history due to alarm. The insulin pump was unable to perform displacement due to alarm. The insulin pump was received with minor scratched display window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and a motor position encoder error alarm. The customer reported that he works around high magnetic fields but removes does not expose the insulin pump. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.